Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pipeline shield was placed successfully. Upon waking up the patient was symptomatic presenting with left mca syndrome. An immediate work up was conducted including cta, ctp, MRI, catheter angiogram. The results of the MRI test showed only small dwi cortical changes on the left side and a small posterior fossa stroke. The angiogram showed the pipelines open and placed with no issue. Aneurysms were stagnating normally and the pipelines looked really good and normal with no abnormal effects of small vessels or any other abnormal effects. Follow up MRI showed a worsening effects of dwi much more prominent. In additional, flair sequence of MRI showed much more effects of stroke, cerebral edema of the left hemisphere, the patient pre op had a p2y12 of 40, patient is on dual anti platelet therapy. Negative for seizures, eeg monitoring. No history of metal allergy. Patient still monitored in hospital as of (B)(6) 2021. There were no product allegations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.